Event description:
It was reported that the patient passed away. The cause of death is cardiac, ischemic and sudden. The patient had ventricular tachycardia at the time of the death. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Event description:
New information received indicates that the patient presented to the hospital for abdominal cramping. Cardiology consultant also suggested possible infarct. The patient experienced multifocal ventricular tachycardia with altered level of consciousness. No hv output and lv output was noted. CPR was initiated, but the patient remained in refractory vt despite aggressive efforts. The patient was pronounced dead. Significant condition contributing to death is gastrointestinal bleeding.